Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated the patient started their trial the day prior to report and at about 4 am, the morning of report, they woke up wet. Reportedly, after the patient cleaned up and moved into another room they had about 8-9 shocks down to their scrotum. It was noted the patient turned their stimulation off and it corrected. The patient was redirected to their healthcare provider.

Manufacturer narrative:
(B)(4).